Manufacturer narrative:
(B)(4). Unit received with partial display due to cracked lcd glass. Unable to perform displacement test due to partial display. Unit received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer¿s blood glucose level was 9.7 mmol/l. The customer stated that a long crack at the back of the insulin pump near the battery compartment. Instructed customer to follow their medically prescribed back-up plan. The insulin pump will be returned for analysis.